Event description:
Customer reports that she tested 494mg/dl at 6:00pm and felt hypoglycemic symptoms. Customer again tested at 7:00pm with a result of 367mg/dl, but still felt hypoglycemic symptoms. She states that an hour later she obtained a result of 339mg/dl and was still feeling hypoglycemic symptoms. Customer then took 6-7 units of novalog, drank orange juice 20 minutes later. Customer reportedly was found unconscious 5 minutes after drinking the orange juice and tested lo on the device. Customer was given juice by relatives and the paramedics arrived 25 minutes later to test customer at 15mg/dl on their device while customer's device read 17mg/dl. Customer was given glucose gel by the paramedics. While the paramedics were at the residence they peformed multiple comparisons: paramedic's device read 179mg/dl; paramedic's device read 28mg/dl while the compact device read 245mg/dl; paramedic's device read 75mg/dl while the compact device read 329mg/dl. Customer reports the paramedics left after receiving result of 75mg/dl on their device. Quality controls were used. Requested return of suspect device and replacement was sent.